Manufacturer narrative:
Unit received with missing segment/partial display, problem isolated to liquid crystal display board. Unable to perform self-test, and displacement test due to missing segment. Unit had cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump failed and there was a crack at the back insulin pump. The customer's blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.